Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen at a follow up. It was noted that the right ventricular (rv) showed a drop in sensing in (B)(6) 2014. At the most recent follow up it was noted that the pacing thresholds appeared high. A review of the episodes noted that anti tachycardia therapy was captured but was ineffective and accelerated the rhythm to a ventricular fibrillation, where the shock converted the rhythm. A request for technical support was requested. Boston scientific technical services (ts) noted that low intrinsic amplitudes were seen historically, and the resenting electrocardiogram from (B)(6) 2015 showed loss of capture on the rv lead. Possibly reprogramming of the sensitivity was also discussed. The field representative noted that the patient was not pacemaker dependent and no asystole was noted due to the reported loss of capture. The field representative did not believe there was a lead dislodgment but this was not confirmed. The device was reprogrammed and a chest x-ray and echocardiograph was pending. Additional information noted that the x-ray looked fine and the echocardiograph showed scarring. A revision took place and this rv lead was surgically abandoned while the device was used with a new lead. No additional adverse patient effects were reported.